Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving frequent check belt alarms. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check belt alarms) has been confirmed. Upon investigation the monitor had no driven ground signal, causing the reported check belt alarms. The cause for the failure was isolated to an open driven ground resistor r781 on the monitor c/a board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the open resistor. The patient received a replacement monitor.